Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2009 lumbar fluoroscopy multiple c-arm images are taken during l5/s1 tlif. Initial film shows metrx tube in place centered over the l5 disc. Next view shows penfeld 4 elevator within l5 disc space. Next film shows cutter in place within disc preparing disc space for graft and spacer that is shown to be inserted in the next two images. Pedicle screws are then placed on the right at l5 and s1 under fluoroscopy using sextant technique. Apparently only unilateral right sided screws are placed. On (B)(6) 2009 lumbar CT detailed study of the lumbar fusion area showing unilateral pedicle screws on the right at l5 and s1. Interbody capstone and graft are well positioned within the l5 disc space. Deformity of soft tissues is seen in the region of the capstone insertion track without heterotopic bone at this stage. On (B)(6) 2009 lumbar x-rays ap and lateral lumbar views show tlif at l5 with unilateral right-sided pedicle screws and sextant rod. Some dilation of the colon is suspected, with some small bowel gas as well. On (B)(6) 2009 pelvic x-rays ap and lateral pelvic views show tlif at l5 with unilateral right-sided pedicle screws and sextant rod. Some dilation of the colon is suspected, with some small bowel gas as well. On (B)(6) 2009 lumbar CT high quality scan shows excellent position of right sided l5 and s1 screws and rod as well as the capstone spacer and graft material. Fusion has not yet occurred.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2009 the patient underwent a fusion procedure using rhbmp-2/acs, spacer, set screw, screws and rod. No additional information has been provided.